Manufacturer narrative:
E1- initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A pcb 5.00mm / 2.0cm / 90cm was returned for analysis. Based on potential root causes identified, the following attributes were considered during analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which was indicative of leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak was identified 1mm distal from the proximal markerband. An examination of the balloon material and markerbands identified no issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft.no other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a lower limb percutaneous transluminal angioplasty. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm. However, it was further reported that all of the device components were completely and simply removed from the patient's body without problem.. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a lower limb percutaneous transluminal angioplasty. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm. However, it was further reported that all of the device components were completely and simply removed from the patient's body without problem.. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.